Manufacturer narrative:
Manufacturer year 2016. The system was evaluated by a field service engineer. The field service found the IV pole hanger is a little loose because the IV shaft is bent. The IV pole assembly requires replacement. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported the IV pole hanger loose on a whitestar signature pro console. No patient involvement.

Manufacturer narrative:
Correction: in initial report, only the manufacture year; 2016 was provided. The correct date is 8/31/2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.